Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
Nurse reported via phone call the customer was admitted into the intensive care unit on (B)(6) 2015 with diabetic ketoacidosis. Blood glucose value was 1208 mg/dl. The customer experienced nausea, vomiting, weakness, abdominal pain and was lethargic. Most recent reading was 202 mg/dl. The customer had not been released and the nurse was making sure the settings on the insulin pump were accurate.